Event description:
Distributor reported a malfunction with the pump, indicated by malfunction code malf 0-0x277d, which could be reset. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to replace the malfunctioning pump, revert to multiple daily injections (mdi) as backup therapy, and return the pump using a pre-paid label within 10 days; a replacement pump was provided.